Manufacturer narrative:
E1: address line 2 (B)(6)h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. It was determined there was no issue with the downstream occlusion sensor and the cause of the reported issue was user related.

Event description:
It was reported that there was, ¿overpressure." There was unknown patient involvement.